Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 4.00x38mm stent delivery system was returned for analysis with stent protector and product mandrel attached. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip fond no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and calcified coronary artery. A 4.00x38mm promus element plus drug-eluting stent was advanced but could not cross the lesion. After removing the stent, the front end was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and calcified coronary artery. A 4.00x38mm promus element plus drug-eluting stent was advanced but could not cross the lesion. After removing the stent, the front end of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.